Manufacturer narrative:
One device was returned for analysis. Visual inspection found a downstream/upstream occlusion seal issue. A visual inspection was performed and the reported issue was confirmed. The cause of the reported issue was due to the screen. As a result, the downstream/upstream occlusion seals were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump would not turn on and exhibited a black screen. During physical inspection, it was found that there was a downstream/upstream occlusion seal issue. There was unknown patient involvement, no patient injury was reported.